Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details.

Event description:
It was reported that the device got stuck and partially deployed outside the patient during the attempt to remove it. Another stent was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned device confirmed the reported premature stent deployment. The safety clip was in place and the stent was found to be partially released. A patency test with a device compatible guide wire could be performed successfully. Therefore, the reported advancement difficulties could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The partial stent deployment with the safety clip in place may be associated with improper transportation or storage of the product. The event also may be related to inappropriate accessories used or insufficient flushing of the device as this may cause increased friction in the guide wire lumen. Rough handling of the device also may contribute to the reported event as this can lead to device damage. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard lifestar biliary stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "if the safety clip has been removed or becomes inadvertently detached from the grip, do not use the device." Furthermore, the IFU indicates that the delivery system must be sufficiently flushed.